Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit was giving error code message of air flow sensor calibration data error. The customer reported there was no patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer (fse) provided the customer a repair estimate but the customer never give approval and therefore, no repair was done. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue could not be determined at this time.